Event description:
A z-800f pump, serial number (B)(6), was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.208 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The failure was identified during preventive maintenance testing only. No adverse event or patient involvement occurred.

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. A CAPA was opened to further investigate ground resistance failures. The ground resistance failure has not been corrected yet as the device is still under investigation. Refer to complaint record (B)(4) for additional details related to this event.